Manufacturer narrative:
Correction made to d4: expiration date: 09/30/2025 (previously submitted as ni) h4: the lot was manufactured from october 08, 2022 to october 09, 2022. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port bonding area. The reported condition was verified. The most likely cause was inadequate, or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. This was identified before use. There was no patient involvement. No additional information is available.